Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 399 mg/dl, which was treated with bolus wizard. Customer's blood glucose was 419 mg/dl at the time of call. Customer did not go to the hospital and did not contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported of not being sure of state of drive support cap. Customer states there were no leaks or air bubbles; there were no site or insulin issues. Customer had not changed the time for daylight savings time; customer was assisted. Customer declined high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.